Event description:
The customer reported that during testing of the autopulse platform (sn (B)(6)), the lifeband could not be retracted after take-up. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.